Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The product code recorded on the pouch (4350) is different than the product code on the box (m4350) and on the batch records (m4350). The complaint is linked to manufacturing.

Event description:
Based on the device evaluation, it was found that the product code of the absorbable adhesion barrier is different than the product code on the box. There were adverse patient consequences reported.